Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplement MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that the mixer motor began to smoke today, and then burnt out. The machine would not transfer and then tripped the gfi breakers. The biomedical technician (bmt) provided follow-up which revealed that the pump was replaced to resolve the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the biomed confirmed the unit was fully operational. There was no harm to the staff or patient adverse effects experienced as a result of this event. No treatment was impacted. Additionally, there were no flames or sparks observed, the fire alarm did not go off, and no fire extinguisher was used. The event did not result in property damage and no fire personnel were contacted to assist with the incident. Additionally, no electrical damage was visible. The only device damage identified was the burnt out mixer motor; no other machine damage was visible. Report rejected by (B)(4) on (B)(6) 2016 reasons being that the manufacturer coded it as fire. But the body of the report is not indicative of code blue fire.

Manufacturer narrative:
The dry acid 132 machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed and the reported problem of mixer motor burnt out was confirmed. The res replaced the recirculation pump to resolve the issue. No other problems were identified during the on-site evaluation. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that the recirculation pump was damaged. Therefore, the complaint has been deemed confirmed.